Manufacturer narrative:
Product complaint #(B)(4). H3 evaluation: complaint sample review : two complaint samples of drain with adapter were received for evaluation, both the products were tightly tied with yellow thread nearby the black dot. Products were untied to check functionally, no non-compliance was noted (video of functional test). It was noted suspected that, these products, might have used differently, prior/during surgery, and lead to the defect generation. External factors like mishandling or improper usage at user end could not be ruled out. As per standard practice, 100 % functional test and 100% visual inspection was carried out visually. Before and after packing of finished goods, prior to the product release. So, there was no scope at to miss such claimed defect, at manufacturing/release stage. Documents review: batch manufacturing record review was not performed, as the lot no of complaint was unknown. Retention sample review : retention sample was not checked, as the lot no of complaint was unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 device not returned. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? Unk. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. We regularly contact with sales rep about the device returning. The customer regarded the drain and reservoir as ¿one drainage system.¿ thus, it regarded this issue as an ¿issue with the system.¿ therefore, it returning the both of the drain and reservoir. Note: events reported on mw# 2210968-2024-03736. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2024 and a drain was used. In the ward, negative pressure could not be applied. Further details are not provided. There were no adverse consequences to the patient. Additional information has been requested.